Event description:
Result of "251 and 150 mg/dl" with a lifescan meter, performed within 10 minutes of each other. This case was initially ruled out due to the pt incorrectly cleaning the puncture site prior to testing. However, the pt's meter and test strips were returned to lifescan and they were evaluated. The meter passed both visual and functional testing. The returned test strips failed due to control solution test failing out of range.